Manufacturer narrative:
(B)(4). The ra lead remains in-service at this time. This investigation will be updated should further information be provided and/or the ra lead is returned to boston scientific.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient was presented for a post-implant system check. The local representative observed that there was no right atrial (ra) lead sensing or pacing. A chest x-ray was obtained which showed that the ra lead had dislodged. The patient will be scheduled for a lead revision procedure in the near future.